Event description:
It was reported that an infusor leaked during patient use. Reportedly, there was approximately 3 ml of solution between the reservoir and the housing and the patient's bed was wet. The device was filled with an unknown pain relieving drug. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The initial evaluation confirmed the reported leak. The cause of the leak was determined to be a ruptured bladder. The cause of the rupture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination of the device noted device leakage. Further visual examination determined that the leakage was caused by a ruptured reservoir. No other observations were noted on the device. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Should additional relevant information become available, a follow-up report will be submitted.